Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a sharp pain in chest area on the left side, a feeling of throbbing on right side of chest/breast area and fatigue. It was then reported that the right ventricular (rv) lead thresholds had rapidly increased and were noted to be high. A decrease in r-wave amplitude was also noted and dislodgement was suspected. A perforation was confirmed, and a revision procedure was performed as a result. The rv lead remains in use, no further patient complications have been reported as a result of this event.